Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the metal tip of the recanalization catheter detached during retraction from the vessel. The detached tip was unable to be retrieved. There was no reported pt injury.